Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the curved bipolar dissector instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the curved bipolar dissector instrument wrist sparked and smoked. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during cauterization and the instrument tip(s) were in contact with tissue when the arcing event occurred. There was no unexpected tissue effect, and no intervention was performed in response to the complication. The instrument tip(s) did not touch any staples, clips or sutures while energized and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was connected properly and did not collide with any other instrument or tool during use. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There was no damage to the accessory noted and the cannula was inspected prior to use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs or arcing on 3 of 3 attempts. The complaint was not confirmed by failure analysis.